Manufacturer narrative:
Concomitant medical products: 6935m-55 lead, implanted: (B)(6) 2019, dtma2d4 crtd, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient may have received unnecessary anti-tachycardia pacing (atp) due to the device possibly detecting at rial fibrillation with rapid ventricular response (af with rvr.) It was also reported that the left ventricular lead had high pacing impedance, which triggered an alert, and had an increase in threshold. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the left ventricular lead was programmed off and an epicardial lead will be implanted.